Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedance measurements, high threshold measurements and noise. X-ray confirmed a lead fracture. The patient is not pacemaker dependent and was not symptomatic. The patient was referred to another account for lead replacement in the upcoming weeks. Although the lead remains implanted, it was electrically deactivated. Attempts to obtain additional information was unsuccessful. All available information indicates that this lead remains implanted.